Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vein. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.